Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. OEM manufacture: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Investigation summary: we confirmed the issue as a contamination from attached photo. The issue was 1cfu/plate bacterial contamination from photo. DHR said there was no trouble during production of plate#0088. Therefore we could not decide route cause of this issue. No issue in attribute test. No issue in retention sample. No report from other customer. We will continue to monitor this issue. Mat# 252467, cdc ana bld, batch# 0344200. Production date: 2020/12/23 08:35~14:25 jpt. This batch was (B)(4) plates.

Event description:
It was reported that while using plate cdc anaerobe 5% sb 100 ea jp contamination was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "pollution. Issue is biological contamination".